Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. It should be noted that the deployment sequence in the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.the additional perclose proglide device is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement with two proglide devices were attempted in the right common femoral artery using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the proglide devices were successfully pre-placed in the patient anatomy. The evar procedure was completed; however, oozing continued. A non-abbott device was placed to stop the oozing; however, it "ruptured" the sutures of the proglide devices. A cut down was completed to remove the sutures and the artery was sutured closed. A femoral angiogram was not taken. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It no additional information was provided.